Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The eval confirmed the upper readings on the ultrasonic sensor to be below specification caused by a failed upstream sensor. A low ultrasonic reading will make the device more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a pump will alarm for a constant upstream occlusion when no occlusion is present (medication, programmed amount and delivery rate unk). No pt injury was reported.